Event description:
Cystoscope found piece of catheter attached to back wall of bladder - 4 catheter balloons ruptured within 6 weeks. Had 4 out of 5 catheters rupture inside my bladder. Continued to have problems urinating, hurting, bleeding for weeks. Had cystoscope on (B)(6) 2019. Found piece of catheter attached to backwall of bladder.